Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a nc solarice balloon catheter. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. It was reported that there were difficulties inflating the balloon. The balloon could not be dilatated which caused an air-embolism in the patient. A re-animation of the patient had to be performed. It was also reported that the catheter leaked during inflation. The balloon was dripped into water, and two little holes were identified on the shaft. It was stated that the patient is well and was able to leave the hospital afterwards. No further injury was reported. Please note that this device (nc solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (nc euphora).

Event description:
There was no damage noted to the device packaging. It was also reported that the catheter leaked during inflation.

Manufacturer narrative:
Device evaluation summary: the device was returned for evaluation. The device returned with blood visible in the balloon and inflation lumen. The balloon folds were partially expanded. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting two points on the transition shaft. The balloon failed to maintain pressure. Upon visual inspection of the device, there were two pinhole tears on the transition shaft directly opposite to each other. The transition shaft material was jagged and uneven at the tear sites. The transition shaft material was protruding outwards at pinhole one leak site, in a proximal direction. No deformation evident to the distal tip. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the images provided confirm the treatment of diffuse disease in the proximal lad. The vessel was pre-dilated followed by stent deployment in the lad across the ostium of the d1. A balloon can been seen positioned across the ostium of the d1 inside the newly deployed stent. But there is no evidence of inflation of this balloon. The images post removal of this device show occlusion of the lad/d1 most likely due to the reported air embolism. Further balloons is carried out resulting in restoration of flow in the vessel. The images confirm the event but do not provide a root cause for the failure of the balloon to inflate. Lot number updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was being used to treat a lesion with moderate calcification and intermediate stenosis in the medial left anterior descending artery (lad). No resistance was noted when advancing the device to the lesion. The balloon was being used to post dilate in a proximal stent area. On the first inflation there was no build up of pressure, inflation was not possible in the balloon. The device was not moved or repositioned while inflated. A re-animation of the patient had to be performed by mechanical resuscitation using a cardiac pressure massage under ventilation with an ambu bag. The same inflation device was used successfully with the other devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.